Event description:
Five surgeries so far. Hernia surgery. Bard mesh implanted resulting in numerous surgeries and 100% disabled. Site implant: groin right, bard 3d mesh right, medium implanted at right groin area.